Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an encore inflation device was used in a dilatation procedure on (B)(6), 2010 involving an adult male (patient exact age and weight unknown.) According to the compliant, during the procedure the pressure gauge was not reading correctly. The procedure was completed with a different device. There were no patient complication and the patient's condition has been reported as "good."